Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield would not retract to penetrate tissue. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
4/23/97-supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.